Event description:
During an in clinic follow up, oversensing of myopotentials was observed on the device. Technical support was contacted and recommended reprogramming. No intervention has been performed. The patient was stable.

Event description:
Additional information was received that the device was reprogrammed to resolve this event.